Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during priming. Caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 311 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test slightly loose drive support disk. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.